Event description:
On (B)(6) 2013, a reporter contacted animas alleging that their pump was not able to pass the load step during an attempt to prime. This complaint is not being reported because it was not resolved at the time of troubleshooting. There is no allegation of an adverse event assocaited with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.